Event description:
The user facility reported that a 72-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows and worsening respiratory status on the 15th day of support. There was a lack of decompression in the left ventricle seen on echo. The clinical team suspected a clot in device. The patient was subsequently sent for device exchange and a clot was confirmed clot in inflow. No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation, but data logs were received. Analysis of the data logs were revealed multiple suction alarms on the last day of support. Based on the available information and the report of a clot visualized in the inflow; the root cause of the low flow was most likely due to biomaterial in the inflow. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04131 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.